Event description:
It was reported that the patient was treated for tibial shaft fracture with open reduction internal fixation (o.r.i.f) and fixation with ncb plate. Patient went on to nonunion and plate broke. Patient was revised on unknown date.

Manufacturer narrative:
No trend identified. Product combination used is approved by zimmer. The broken plate was returned for investigation together with 10 ncb screws and 2 locking caps. The plate is bent and twisted. The surface of the plate shows some marks which are compatible with the process of plate bending with the bending press. The fracture surfaces indicate the fracture to be a fatigue fracture. On the fracture surface of the shorter plate fragment signs of heat probably from electrocautery can be observed. Possible causes for the reported event - plate broke - according to dfmea: due to fatigue breakage; due to movement of cables leads to notching, fretting; due to inadequate patient behavior; due to inadequate intra operative bending of the ncb plate; due to damage of implant through incorrect use; due to reuse of a single use device. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. However, the bending of the plate (almost all plate is bent) may have decreased its fatigue strength. Additionally, the bending of the plate could have damaged the ncb screw holes, which should not have been used (according to the surgical technique). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).